Manufacturer narrative:
The investigation into pump did not start has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the root cause of pump did not start was due to use related.

Event description:
A 65-year-old female patient received extracorporeal membrane oxygenation (va-ECMO) and impella cp smartassist heart pump support for acute myocardial infarction/cardiogenic shock. It has been reported that the impella cp pump was accidentally started after placement prior to removal of the guidewire. The pump stopped immediately. The patient required cardiopulmonary resuscitation. After removing the guide wire, the impella cp pump could be started. After spontaneous blood circulation returned, the position of the impella heart pump was optimized. It has been pointed out by abiomed customer support that the impeller may have been damaged when the pump stopped. A decision was made not to remove the impella cp. The impella support went without further complications.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿